Event description:
It was reported that the asymptomatic patient presented in clinic. Chronic noise was noted on the right atrial lead. Upon review, inappropriate auto mode switch episodes were noted due to the lead noise. The noise was reproducible via isometrics. All impedance, sensing, and threshold values were normal. No intervention reported. The patient will continue to be monitored.